Manufacturer narrative:
One cadd-prizm® vip was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of the reported error in the event history log. Functional testing was able to duplicate the reported issue. The pump was further inspected and fluid ingression was found. The "occlusion too high" issue was caused by the fluid ingression. The root cause was determined to be improper user interface; fluid ingression into the main body of the pump as a result of the user's improper cleaning of the pump.

Event description:
It was reported that cadd-prizm® vip alarmed "occlusion too high". No injury was reported.